Event description:
It was reported via a clinical report form from the (B)(6) study that during an orbital atherectomy (oa) treatment procedure, a slow flow event occurred post-atherectomy. Two lesions were treated. The distal sfa was 100% stenotic, severely calcified, and 100mm in length. The proximal sfa lesion was 80% stenotic, mildly calcified, and an unspecified length. No run-off vessels were patent prior to therapy. The distal sfa lesion was treated with a 2.25mm solid crown oad which was spun at low speed for one run (20sec), at medium speed for the run (30sec), and at high speed for one run (25sec) for a total run time of 1min, 15sec. The residual stenosis was 10%. The proximal sfa lesion was treated with a 2.25mm solid crown oad which was spun at low speed for one run (34sec), at medium speed for one run (30sec), and at high speed for one run (29sec) for a total run time of 1min, 33sec. The residual stenosis was 10%. Slow flow was noted in an unspecified location and was treated with a pronto v3 aspiration catheter. No angioplasty for stent placement was performed. The expectations for the case were met. No additional info is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report # 18 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).